Event description:
The pt underwent a coil embolization to treat a sacular aneurysm of the (pcca) posterior communicating cerebral artery with a height of 9mm, width 11mm, length 11mm, neck of 7mm, and a neck to sac ratio of 7/11. During procedure, the coil was stretched. An enterprise stent was utilized for neck remodeling. A prowler select lp-es (mc) microcatheter was utilized for neck remodeling. A prowler select lp-es (mc) microcatheter was utilized for the procedure (lot/catalog unk), along with seven other cordis coils (lot and catalog unk). An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. There was no resistance between the (gw) guidewire and the mc when accessing the target site; however, there was resistance during advancement of the coil through the mc at the distal shaft. Three coils went before this coil, and three other coils went through the same mc without resistance after the reported failure. No kinks were noted in the mc that may have contributed to the event. The mc was not repositioned over the coil, since the coil never made out of the microcatheter. The resistance occurred when the coil was advanced, repositioned, or withdrawn. The same mc was utilized to complete the procedure, since there were no damages with the mc. After stretching was noted, the coil was withdrawn back into the mc without difficulty still attached to the delivery system. The final outcome was that the entire coil was removed, by pulling back the coil. There was no flow restriction or reduction as a result of the event. There was no adverse outcome to the pt as a result of the event.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.